Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, the reported allegations of the dart detaching could not be confirmed through product analysis. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device and it is noted as such in the device instructions for use. A conclusion code of no problem detected was assigned to this investigation since after visual and functional inspections in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a transvaginal mesh (tvm) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the needle broke off from the thread on the patient's right side, resulting the dart to be detached during securing and the dart remained inside the patient's body. No patient complications reported.

Manufacturer narrative:
Block h11: correction to blocks d4: lot number and UDI and h4: device manufacture date. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, the reported allegations of the dart detaching could not be confirmed through product analysis. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device and it is noted as such in the device instructions for use. A conclusion code of no problem detected was assigned to this investigation since after visual and functional inspections in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a transvaginal mesh (tvm) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the needle broke off from the thread on the patient's right side, resulting the dart to be detached during securing and the dart remained inside the patient's body. No patient complications reported.

Event description:
It was reported that, during a transvaginal mesh (tvm) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the needle broke off from the thread, causing the dart to be detached during securing and the dart remained inside the patient's body. No patient complications reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Manufacturer narrative:
Block h11: block b5 updated due to the additional information received on september 24, 2025. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a transvaginal mesh (tvm) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the needle broke off from the thread on the patient's right side, resulting the dart to be detached during securing and the dart remained inside the patient's body. No patient complications reported.